Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients implantable pulse generator pocket site has opened. Symptoms of redness was noted. The physician believe that the infection was not device or procedure related. Its thought that the patient actually had a general skin issue that likely contributed to the infection. The patient underwent a spinal cord stimulation (scs) explant procedure and was administered with antibiotics. The patient was doing well postoperatively. The explanted device will not be returned.